Event description:
On (B)(6) 2013, the patient alleged the pump emitted warnings for ¿no cartridge detected¿ and ¿loss of prime¿ that did not appear in the pump's alarm history. Based on investigational findings dated (B)(4) 2013, the display was noted to be dim and discolored. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 submitted: 07/22/2013 device evaluation: review of the black box and alarm history revealed a ¿low cartridge¿ warning on (B)(4) 2013. On testing, the pump powered on normally. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration. A ¿low cartridge¿ warning was induced and was recorded accurately in the pump¿s alarm history.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2014 with the following findings: the black box and alarm history shows ¿low cartridge¿ warning on 06/22/2013, no activity outside of normal use. Pump powers ¿on¿ and displays ¿verify¿ screen. The display is dim and reddish. A test display screen was mounted for investigation purposes, the pump was able to power up with a fully illuminated and colored display. The pump was primed and paired with a test meter correctly. A 24h duration test was performed on the pump, no alarms occurred during the course of the test. ¿low cartridge¿ warning was stimulated during testing. The pump was able to give the proper audible and visible alert. A alarm history recorded the warning at the correct time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.